Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an explant procedure. The explanted device will not be return. No further information has been obtained despite good faith efforts.